Event description:
The pump was returned for investigation. Investigation revealed that there was evidence of contamination under the up arrow, down arrow and ok keypad button contacts. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 04/01/2014.

Manufacturer narrative:
Device evaluation:the pump has been returned and evaluated by product analysis on 04/01/2014 with the following findings: the keypad was found to be peeling at the ok button. All of the keypad buttons responded properly. The keypad was removed and evaluation revealed evidence of contamination under the up arrow, down arrow and ok keypad button contacts. (B)(6).